Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: occurrence of phrenic nerve stimulation in cardiac resynchronization therapy patients: the role of left ventricular lead type and placement site. Europace: european pacing, arrhythmias, and cardiac electrophysiology: journal of the working groups on cardiac pacing, arrhythmias, and cardiac cellular electrophysiology of the european society of cardiology. 2013;15(1):77-82. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced phrenic nerve stimulation one day post implant. The left ventricular (lv) output was adjusted to resolve the issue and the lead remained in use. Upon another occurrence of phrenic nerve stimulation, at 180 days post implant, the polarity of the left ventricular (lv) was changed to resolve the issue and the lead remained in use. No patient complications have been reported as a result of this event.